Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that an impact likely caused the gray connector to loosen and the connector unit came apart. The cause of the event would be accumulated stress which was added toward direction to get loose or the user hit the connector to something hard. It is likely due to the user adding stress toward the direction that the connector was loosened or the user dropped something hard on the connector. The instructions for use provides the following statements: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents . Warning do not use the equipment any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.

Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause could not be established. The customer reported that they resolved the problem but did not provide resolution details.

Event description:
A user facility reported to olympus that the grey connector on the oer-pro was missing the spring and another piece. There was no patient involvement and no patient injury or harm, associated with the problem, reported to olympus.